Event description:
Boston scientific received information that one week post implant the physician removed 700 cc's of blood during a pericardiocentesis. It was noted that the patient was on a blood thinner, but it was unknown if the patient was having symptoms. According to the field representative, the physician thought that the issue may have been related to implant. However, it was uncertain if a perforation had occurred, as the leads had not moved based on x-ray comparison. Therefore, it was unknown which product may have caused or contributed to the issue. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.